Event description:
It was reported that this pacemaker system exhibited high right atrial (ra) and right ventricular (rv) lead pacing impedance measurements measuring greater than 2,000 ohms. It was suspected that both the leads were fractured and the device was damaged. Subsequently, the system was extracted and replaced successfully. No additional adverse patient effects were reported.